Event description:
It was reported that during a implantable neurostimulator (ins) replacement, the health care professional (hcp) was unable to connect the extension into channel 1 of the ins. Only 6 of the 8 contacts could be inserted into this channel. Visual inspection showed that there was an obstacle that disabled total extension entry. On channel 2 the same extension could be inserted with no difficulties. The hcp discarded the ins and replaced it with a new one. The pt was reported as "ok".

Manufacturer narrative:
(B)(4). The implantable neurostimulator (ins) has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.